Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 27 years post implant of this mechanical valve, the valve was explanted and replaced with a non- medtronic valve. No additional adverse patient effects were reported.